Manufacturer narrative:
Findings: pump was accidentally cut open before testing could be completed on the device. We are unable to test for excessive no delivery alarms. No cosmetic damage noted on the pump.

Event description:
It was reported that the customer had changed their site and received another no delivery alarm. Customer chose to have the pump replaced and did not want to try another infusion set at this time. Customer's blood glucose level was 250 mg/dl. It was explained that the recurring no delivery alarms may be due to site, set, or reservoir issues. Customer was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer was advised that if she keeps receiving another no delivery alarm, it could possibly be a site related issue. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.